Event description:
Boston scientific received information that the device was inappropriately pacing at the maximum sensor rate as confirmed by markers when the patient was at rest during a follow-up visit. The field representative noted that the minute ventilation feature was programmed on in the device and once it was turned off, it goes back to tracking. Boston scientific technical services (ts) was consulted and asked if the patient was is hooked up to hospital monitoring equipment. Further discussion revealed that the patient was not hooked up to hospital monitoring equipment, and that the minute ventilation response factors was programmed to 7. Ts discussed that a response of 7 is too high for the patient and recommended programming it down to 2 or 3. Reprogramming resolved the inappropriate pacing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.